Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device was beyond a year from manufacture and with no indication of a manufacturing defect, no device history record review was performed. Per service history review this device had not been in for service in the previous year and there was no indication or evidence of a service issue provided in the complaint.

Event description:
It was reported that the pump exhibited a no disposable, pump won't run alarm. Per reporter the rate was 2.2, the residual volume was 103.0 and 89.0 was given. No additional information available per reporter. No adverse patient effects were reported.